Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a mini bypass procedure, did not staple but cut, sutured by hand. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information received: the reload was fired with a plee60a device on stomach tissue. There were no anomalies noticed during preparation or firing. There were no negative consequences for the patient and the procedure could be finished by suturing by hand. No further information is available.

Manufacturer narrative:
(B)(4). Batch # n5777m the analysis results showed that two ecr60d cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.